Manufacturer narrative:
The analyzer was last calibrated on 11-aug-2021. No indication of a performance issue with the reagent or the instrument was found. A field service engineer (fse) checked and adjusted the rinse levels and the gear pump. The fse changed pipettor seals and replaced the reagent pack and ran a precision test twice. The customer performed a qc check. All tests met acceptance criteria. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of a questionable gluc3 glucose hk gen.3 result for 1 patient tested with a cobas 8000 c702 module. The questionable result was not reported outside the laboratory. The patient¿s initial result was 605.5 mg/dl, accompanied by a data flag; the repeat was 88.6 mg/dl. The customer believes the repeated result to be correct. The gluc3 glucose hk gen.3 lot number used was 551266. The expiration date was asked for, but not provided.